Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was in hospital and experienced high blood glucose level due to infusion set bent cannula issue and was treated with intravenous fluids of insulin drip event on (B)(6) 2026. The infusion set was in use for seven hours and site of insertion was on abdomen.